Event description:
It was reported the subject device connection cannot be recognized. The issue occurred during device maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (ccd) failed and caused image screen flickering, and the base board failed and caused the black image. A definitive root cause could not be identified. Based on the results of the investigation, although it is difficult to identify the root cause based on the available information, since image blackouts were confirmed due to defects in the imaging unit and connector board, it is inferred that the endoscope connection may not have been recognized for similar reasons. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.